Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 195, 467, 315, 353 and 302 mg/dl. The customer's expected fasting blood glucose test result is 120 mg/dl. At the time of the call, the customer reported having a bad headache but stated it was due to her blood pressure and not her diabetes. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 233 mg/dl and 269 mg/dl using truemetrix air meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date at time of call is a few days. The meter memory was reviewed for previous test result history (customer was unable to read date and time from memory results): (B)(6).